Event description:
A customer reported the filament of the adc freestyle libre sensor remained in the customer's skin upon removal. On (B)(6) 2021, as a result, the customer experienced pain at the sensor site and required assistance by the hcp to take the "needle out." No further information was reported . There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was not properly seated in the mount (indicating improper assembly by user) and the sharp was stuck inside the unseated sensor plug assembly. The tip of the sharp was also bent. No issues were observed with the applicator (the applicator had been fired) but damage was observed on the sensor pack. No malfunction or product deficiency was identified, therefore this issue is not confirmed to use due to incorrectly assembly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc freestyle libre sensor remained in the customer's skin upon removal. On (B)(6) 2021, as a result, the customer experienced pain at the sensor site and required assistance by the hcp to take the "needle out. " no further information was reported . There was no report of death or permanent injury associated with this event.